Event description:
The patient was well stimulated with the following parameters: 1 - 2 + 3 -, 9v, 210 microseconds, 130 hz. In march, he could not charge his neurostimulator (ins) anymore. A flip of the ins was suspected and x-rays were done. The estimated battery longevity was 9 years. The patient went under surgery and the surgeon put the ins back into place. However, there was no connector plug to protect canal 2 so there was a lot of blood in it. After that, they tried to charge it in the operating room; it did not work. They tried a different charger that did not work as well. It was decided to explant the ins and replace it. The patient was fine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.